Event description:
A discordant low immulite 2500 ipth result was obtained with one (1) pt sample. The physician questioned the result and the lab then repeated the sample in triplicate on a second instrument to confirm. The corrected results were given to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff remaining in the foot pocket, confirming the reported cuff miss experience. Because the anterior cuff did not capture the needle during needle deployment, the suture could not be retrieved when retracting the needle plunger. Subsequently, because the link was held on one end by the anterior cuff remaining in the foot pocket while being pulled on the other end by pulling the suture, this resulted in a link break at the posterior cuff as observed. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the anterior cuff miss and subsequent link break at the posterior cuff is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.